Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device hospital admission, right ventricular lead found to have intermittent loss of capture and undersensing. Upon review there were multiple ventricular fibrillation episodes with aborted defibrillation caused by noise on the lead. Lead was examined under fluoroscopy but physician found no visual issues with lead. Physician capped the old lead and implanted a new lead on (B)(6) 2019. Patient was stable throughout the procedure, no issues.